Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was going to be replaced with a prizm 1851-301597 ICD. However the 1851 could not convert the patient, therefore, the 1815-500276 was left implanted in the patient's abdonem and used for defibrillation purposes only. Cpi received additional information that this 1815-500276 ICD and 4 leads were removed 7 days later. The 1851 was moved to the patient's left side, which resolved the threshold problem.